Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Intraprocedural or post-procedural images were not provided for review; therefore, the reported event cannot be confirmed. The instructions for use identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that after the fred was deployed as treatment for a left internal carotid artery (ica) aneurysm, thrombus developed within the stent and the ica became occluded. No medication was given and no intervention was performed as there was contralateral blood flow through the anterior communication artery (acom). There was no reported device malfunction.